Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; d9; g3; g6; h1; h2; h3; h6. The product was returned, however, it was lost before complaints was able to investigate. No pictures were provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history records were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: two pieces were scrapped at op seq 0101 for common cause scrap. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw broke during surgery approximately two (2) years and one (1) months ago. Attempts have been made and no further information has been provided.